Event description:
A report was received that the patient was unable to charge the ipg. It was also reported that the ipg site seemed like there was a seroma and the battery was clearly flipped. The patient underwent a pocket revision procedure. The patient was reportedly doing well postoperatively.